Event description:
It was reported the patient's lead located at the s1 level is not providing effective stimulation. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up information indicated surgical intervention was undertaken and the lead located at s1 was removed and replaced. Postoperatively, the patient reported receiving effective therapy.